Event description:
It was reported that during the implant procedure there were 3 lead dislodgements. During 4th attempt, it was impossible to completely insert the stylet. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found for full returned lead. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.